Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The metal fragment was returned for evaluation and identified as part of a titanium implant. It is assumed that the reamer came into contact with the nail and several fragments became loose due to drilling. However, the exact cause of the fragments could not be determined.

Event description:
It was reported that metal fragments were found after drilling through the proximal femoral nail antirotation. The adhesion of the metal piece was discovered at the drill point. The drill point and the guide wire were checked, but there was neither a nick nor cut trace. This is report 1 of 1 for file (B)(4). This report is for the metal fragment from an unknown device.